Event description:
Information was received that device failed volumetric accuracy test. No adverse effects reported.

Manufacturer narrative:
H3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue, but there were multiple "no disposable" messages after the pump started. Three separate delivery accuracy tests were performed and the reported accuracy issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. There was no problem found with the returned pump.

Manufacturer narrative:
Additional information was received in which the reported event date was provided. Customer also noted that there was no patient involved in the reported event.